Event description:
It was reported that the image on the 9800 system during a study did not look good. There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. Investigation identified that the autohisto was turned off during the study. Verified the image quality. Will follow-up with staff. System returned to service.